Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump and not cycling the cartridge. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide and educated customer to properly cycle the cartridge before use. Reportedly, the off-label insulin usage led to a blocked cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.